Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, several episodes of ventricular noise leading to oversensing were noted. Further testing and review were unable to determine the cause. The device was reprogrammed and the patient was in stable condition with no consequences.